Event description:
Major pump unit(s) involved: external control system failure.additional text: pbu cable malfuction-water damage.specific component(s) involved: other component malfunction.other component: pbu cable-water damage.causative or contributing factor: patient error in caring for system.intervention(s): other interventions.other intervention : replace pbu cable.implant device type: lvad.

Event description:
Major pump unit(s) involved: external control system failure;specific component(s) involved: other component malfunction, specify;